Event description:
On (B)(6) 2010, patient reported he was hospitalized over (B)(6), 2010, for hyperglycemia. Patient reported this was due to "the same thing" as reported in previous complaint record. Additional details were not given and an attempt to reach the patient was unsuccessful. No product was returned for evaluation. Will continue to troubleshoot.